Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise reversion and noise episodes were noted on the right ventricular lead. A lead provocation test and diagnostic imaging were performed. The noise was reproducible along with pacing inhibition but no visible lead damage was noted. The patient also reported feeling dizzy while lead provocation test was being performed. The device was reprogrammed and the patient was in stable condition.